Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a fungal infection under the te pads, bright, red, and circular, with bumps that are oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the infection. Outcome of the infection is unknown.